Event description:
It was reported by the rep that when the devices were used during a laparoscopic splenectomy procedure, they produced malformed staples and would not cut. Another device was used to complete the case. There was no consequence to the patient.